Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. A cold reset was performed. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart error after battery change and resets time/date to factory default due to a voltage leak at interface board. However, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the (B)(4) user guide. Several bolus were programmed and delivered also. All bolus delivered properly and were recorded in the bolus history files. No bolus wizard or bolus delivery anomaly noted. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.